Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (cloudy with moisture) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/15/2016 with the following findings: during investigation, the display was fully functional, clear and legible. The display screen was not cloudy therefore the original complaint was unable to be duplicated. The display was working properly. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. A leak test was performed and failed due to a battery compartment leak. The pump was opened and there was evidence of internal moisture found on all the internal components of the pump including the transceiver and ir boards and on the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.